Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was depleting prematurely. Moreover, this is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was depleting prematurely. Moreover, this is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pacemaker environment. The pacemaker remains in service. No adverse patient effects were reported.